Manufacturer narrative:
The reported event of premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was due to excessive usage of rf (radio frequency) telemetry, which was the result of an anomalous state of an rf state machine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced.